Event description:
Customer reports obtaining results of 475mg/dl, 191mg/dl, and 153mg/dl on the same device within 4 mins. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.